Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the iliac arteries were tortuous and calcified and the device was inserted without the use of an introducer sheath. During insertion, the device kinked; therefore, the physician elected to remove it from the patient. While the device was being removed the patient's iliac artery was dissected. The physician elected to convert the patient to open surgical repair. The surgical procedure was successful and the patient was reported to be doing fine. No additional sequelae were reported. The device was returned to medtronic and its evaluation has been completed. There was a major kink observed located at 172 mm distal from the end of the graft confirming the device kinked during the procedure. The stent graft was still loaded in the catheter.

Manufacturer narrative:
Evaluation conclusion: device failure/lack of effectiveness related to pt condition (tortuous and calcified iliac arteries).